Event description:
The pt was getting up from a seated position using the arm rest of the commode for support. The arm rest broke off and the pt fell to the floor. The facilities maintenance staff inspected the unit and found loose and missing screws/bolts.